Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that the cannula was "kinked at the tip"; despite the kink, however, no pod alarm was reported. His bg levels went "high" (specific levels were not provided but are assumed to be greater than 250 mg/dl) and an "emergency injection"of insulin had to be administered. The pod was removed and replaced; he was reportedly "stable" after applying the new pod. The suspect device will not be returned for evaluation.